Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Investigation of the device could not be conducted as it was not returned. Investigation of the production records for the device could not be performed as no lot information was available. Although lot history review could not be conducted, there was no indication of product deficiency since all the shipped products are inspected in the production process and satisfied the product specifications including tip load and release criteria. As it was informed that perforation was caused when the subject confianza pro was used to cross the heavily calcified cto after other guide wires failed, it was concluded that the reported event was attributed to the calcified lesion and vessel tortuosity but not to product quality. The instructions for use (IFU) states: [warnings] use this guide wire carefully as the guide wire may penetrate the blood vessel. Otherwise, it may cause adverse events such as blood vessel perforation and coronary artery dissection. The higher torque performance, stiffer distal end, and/or higher advancement force may present a higher risk of perforation or injury than if using a more flexible guide wire. Therefore, use the most flexible guide wire that will treat the lesion (i.e., the guide wire with the smallest tip load that will treat the lesion), and take due care to minimize the risk of perforation or other damage to blood vessels; and, [malfunction and adverse effects] damage to a vessel, including possible vessel perforation.

Event description:
It was reported that multiple guide wires were used from the 4av ostium to cross a heavily calcified cto in flexed rca #3-4. As the lesion could not be crossed, another attempt was made with an asahi confianza pro with a concomitant microcatheter. The guide wire was advanced in a false lumen of the 4pd and perforation was caused. In spite of astriction by dilating a balloon catheter for an hour, bleeding did not stop. After a covered stent was placed for hemostasis, two stents were deployed. As echocardiography showed a very small amount of pericardial effusion, the procedure was completed. It was informed that the patient was stable after the procedure.